Event description:
Boston scientific received information that during a non boston scientific lead revision procedure to remove a fractured lead, this device began to inappropriately shock the patient, then lost telemetry, started beeping and went into safety core. As a result the device needed to be explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.